Event description:
It was reported that a 27-year-old caucasian female who underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline prostheses experienced bilateral symptoms of capsular contracture and several unexplained systemic symptoms post procedure. Sharp pain, a feeling of heat around the breast area to the back, shortness of breath, fatigue, heaviness on the chest, burning, difficulty breathing, feeling cold, and hardness of the breasts were noted. As a result, an explant was performed on (B)(6) 2021. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2022-08343 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: generalized illness/capsular contracture (B)(4). (FDA correction/ removal reporting no.): 3005423519-10/12/2021-001-r. Manufacturer¿s reference number: (B)(4).